Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer received occlusion alarms during basal & bolus delivery. Customer has elevated blood glucose levels; 302 mg/dl. Customer delivered a manual injection to stabilize blood glucose levels. Troubleshooting was performed & it was determined that the occlusion was coming from the cartridge. Customer successfully changed the cartridge & infusion set, & resumed insulin delivery.